Manufacturer narrative:
(B)(6). (B)(4) (no known impact or consequence to patient), (no code available for "cement extravasation"), this part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis:primary osteoporosis type of fracture:compression fracture it was reported that on (B)(6) 2016,patient underwent balloon kyphoplasty. Intra-op, cement leaked outside of the vertebral body. The leakage was found only at the lower endplate direction. Products came in contact with the patient. Patient complications were reported unknown.